Event description:
Additional information was received and states that the adverse effect was unknown. It also states that there were no allegations to screw driver.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "gleneosphere would not thread into metaglene. Continued to spin/ threads would not engage normally 9 turns of the screw driver. Thread checked the metaglene and they were fine. Tried 3 glenospheres. 2 would not engage the third slightly engaged." The product was not returned to depuy synthes, however photos were provided for review. See attachment image.jpg. The photographs attached were reviewed, however they do not represent the reported complaint condition. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. The overall complaint was unconfirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that the gleneosphere would not thread into metaglene. Continued to spin and threads would not engage. Normally 9 turns of the screw driver. Thread checked the metaglene and they were fine. Tried 3 glenospheres; 2 would not engage. The third slightly engaged. Tried different implant. With same result. Surgery was delayed 20 minutes.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.